Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventralex st (device #1). Per op notes, ¿the hernia sac was identified with peritoneal fat and dissected free. The sac and fat were reduced. A ventralex st (device #1) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent ventral incisional hernia with abdominal pain thereby underwent open repair with implant of ventralex st (device #2). Per op notes, ¿the hernia sac identified, dissected free and opened. The hernia sac was excised. The previous mesh (device #1) appeared to be rolled up to the top of hernia recurrence. The old mesh was sutured back. A ventralex st (device #2) was placed and sutured.¿ (B)(6) 2018 ¿ patient had abdominal pain thereby provided with medications. (B)(6) 2019 ¿ patient had abdominal pain thereby underwent CT. (B)(6) 2019 ¿ patient had abdominal pain provided with medications.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. This emdr was submitted to represent the bard/davol ventralex st (device #2). Additional supplemental emdr represents the bard/davol ventralex st (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.